Manufacturer narrative:
(E1) initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon failed to inflate, and it was observed that the catheter was kinked and bent. Upon removal of the device, the catheter was fractured. The procedure was completed with a different device. There were no patient complications reported.